Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stoppage event was confirmed via the analysis of the submitted log files; however, a specific cause for the event could not be conclusively determined. Additionally, elevations of pump power and flow were confirmed through the evaluation of the submitted log files. Although a specific cause for the confirmed pump stop could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A direct correlation between the log file findings and heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation. The submitted log files contained overlapping data from (B)(6) 2020 through (B)(6) 2020. A transient pump stoppage event was captured on (B)(6) 2020 with corresponding hazard alarms for low speed and low flow while the system was supported by the power module. Also of note, pump power and calculated flow were elevated for the majority of the submitted log file data, associated with power values up to 15.4 watts and flow values up to 12.0 lpm. The actual speed remained above the low speed limit for the remainder of the log file data and pump appeared to be functioning as intended. The account communicated that the patient was asymptomatic. The hospital¿s plan is to monitor the patient closely. The account believes that the pump is running well and there is no problem with the driveline. The patient was ultimately discharged although troubleshooting remains ongoing. No treatment was performed, and the patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation and no further complaints have been reported at this time. The heartmate ii lvas IFU and patient handbook outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The hmii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a ramp test and the patient's pump speed was increased from 9200 to 9600 revolutions per minute (rpm). The patient's power was elevated to 10 watts at times. The patient was connected to the mobile power unit (mpu) and at rest. The patient was asymptomatic during the event. The log displayed a change in the pump set speed as mentioned. The most recent recorded set speed was 8800 rpm with a low speed limit of 8200 rpm on (B)(6) 2020 at 6:56 am. The log file also captured speed drops lower than the low speed limit on (B)(6) 2020 at 8:23 pm with elevated power greater than 10 watts while the patient was connected to the power module. The speed drops may be due to a potential pump ingestion or a percutaneous lead issue. The log file also noted 1 pump stop and 2 low speed advisories on (B)(6) 2020 at 8:23 pm. Speed drops were as low as 0 rpm. These issues only appeared to be occurring while the patient was connected to the power module. Technical support recommended keeping the patient on battery power until further investigation was completed. X-rays were submitted and were unremarkable. A review of an additional log file noted no further low speed or pump stops since (B)(6) 2020 at 8:23 pm. The log displayed frequent elevations in power and flow from (B)(6) 2020 to(B)(6) 2020 at 1:36:27 pm, many of which were associated with pulsatility index (pi) events. The highest recorded power of 15.4 watts with a flow of 12.0 liters per minute occurred on (B)(6) 2020 at 4:02 pm with a pi event. A review of another additional log file captured no further low speed or pump stop events since (B)(6) 2020 at 8:23 pm. The hospital planned to monitor the patient for pump thrombosis and believed that the pump was running well and that there was no issue with the driveline. The supplied x-rays did not include an image of the controller and they did not plan to perform an x-ray at the time. The patient was asymptomatic and was discharged. Troubleshooting to determine the cause of the elevated pump powers and flows was ongoing. No particular treatment was done. An echocardiogram was performed for ramp test on (B)(6) 2020. Only the patient's revolutions per minute (rpm) was adjusted.